Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in one piece measuring 18.1 / 18.5 / 19.6 / 19.8 cm (outer insulation / outer coil / inner insulation / inner coil). Final analysis found full breach outer insulation degradation noted at 16.6 cm from the connector pin consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.